Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report.

Event description:
It was reported that there was a revision of the pyro carbon ascend flex humeral and glenoid. The revision was due to the infected painful humerus and once removed there was no damage to the glenoid. This event was noticed when the patient went to another patient for advice.